Manufacturer narrative:
The user facility report was received with two months delay. An engineer of the local dräger s&s organization had examined the device in follow-up of the event. It was found that the log file was erased somewhen in the past with no new system time adjustment - the records have no time stamp that can be allocated to real-time events. No suspicious entry in regard to a shut-down could be found. A malfunction of the power supply was identified and, it was found that the internal batteries need replacement. If a malfunction of the power supply occurs during use the device is designed to continue operation on internal batteries. Battery depletion alarms will be posted if the residual capacity underruns 20% and 10%, respectively. Will fully charged batteries in good condition the minimum runtime is 45 minutes but this may have been reduced aleady reduced due to the age of the batteries. The power supply and the internal batteries were replaced; the device was tested afterwards and could be returned to use. The workstation was in use for 17 years already, the malfunction of an electronic component after such long period of operation is not unusual and thus, an in-depth evaluation of the case was not considered necessary since the field failure rate is within accepted range.

Event description:
It was reported that the device suddenly shut down during use. There was no detail in the report which would reasonably suggest that consequences to the patient may have occurred.